Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to bacteremia and a bacterial infection involving endocarditis. The source of the infection was tricuspid valve and right ventricular (rv) lead vegetations. The organisms were identified as enterococcus faecalis and corynebacterium. The crt-d was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 5076-52, serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024. Product ID 5076-58, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024. Product ID dtma1qq, serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product ID 6935m62, serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.